Manufacturer narrative:
Device was found to be within calibration at all settings. This is the second occurrence with this dermatome at this hospital. Possibly technique related as the device was found to be within specification. Zimmer will follow up with hospital to see if further in-service is necessary.

Event description:
According to nurse circulating the case at the time. The graft site was prepped in normal fashion. The dermatome placed on the site and turned on, at which point the dermatome allegedly "gashed" the leg and "tore the tissue to pieces". The unit was turned off and another zimmer air dermatome was opened to the field and used without incident. This is the second report of this occurence with the same dermatome. The last inspection of the unit revealed to be in perfect working order and calibrated correctly. The facility would like it inspected and calibrated again.